Manufacturer narrative:
Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Synthes manufacturing location. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part number 03.110.000 and lot number 2362390. Manufacturing date: 05/30/2008. Manufacturing location: (B)(6). Business group: (B)(4). Device part number 03.110.000 and lot number 2362390 is a batch number controlled product, therefore no service history record review is possible. Device history record review result below. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a 1.8 mm universal variable locking angle drill guide was found in processing, on (B)(6) 2017, when going through the set, the tip of the cone was broken and is missing some metal pieces. The drill guide was used for an open reduction internal fixation (orif) of the radius on (B)(6) 2017. There were no malfunctions or damages reported when this drill guide was used during the surgery. Post operatively, after sterile no patient was involved with this event. This complaint is for one (1) device only. This report is 1 of 1 for (B)(4).